Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with laparoscopy and supracervical hysterectomy with bso, vaporization of endometrial implants in posterior cul-de-sac, culdoplasty due to uterine retroversion, pop. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the patient to treat sui/pop. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.